Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered 2.5 units of insulin around 11:00am. At 3:00pm, the consumer tested getting a result of 216 mg/dl and based on that reading administered an unknown amount of insulin. At approximately 3:00pm, the consumer experienced an hypoglycemic event. It is unknown if any medical intervention was required. It was discovered during the call, the battery icon was on the display and according to nova's directions for use, the recommended battery by nova is cr2450 and battery being used was cr2450n against directions for use. The meter and test strips in question will not be returned for evaluation. The consumer inserted the correct battery cr2450 and blood glucose tests were done with the consumer while on the phone and now the results are what the consumer believes to be correct results.